Event description:
New information states that the date of the procedure was (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. During the procedure it was noted that the right ventricular lead had an insulation breach. The lead was repaired by the physician with a lead repair kit. All measurements were normal before and after repair. The patient was stable.